Manufacturer narrative:
Concomitant medical products: product ID: bi71000186, serial/lot #: (B)(4)/rev. 3. Product ID: bi71000520, serial/lot #: (B)(4)/rev. 2. A manufacturer representative performed a system checkout in the field. It was reported that the issue could not be replicated. The field service engineer had checked the logs which indicated the system was left on for extended period of time, then unplugged while on and forced shutdown when batteries on mvs uninterrupted power supply (ups) depleted. Mvs computer and ups were replaced. The system was found to be fully functional. The mobile viewing station (mvs) computer and ups were returned to the manufacturer for analysis. Ups was charged for at least for 8 hours. Ups passed bench test with 5 minutes and 47 seconds while on load. No problem found. Mvs computer passed bench and it powered on. Intel rapid technology confirmed degraded hard drive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when the site had attempted to use the system, the mobile viewing station (mvs) wouldn't power on. It was noted that the computer was not getting any power. Surgical procedure was completed without navigation and imaging due to this issue. There was no known impact on patient outcome. The extended time of surgical delay is unknown at this time.